Event description:
It was reported that the pacemaker was implanted on (B)(6) 2015. Afterwards, pacemaker could reportedly not be interrogated with the programmer. Device was found in standby mode. Patient care recommendations have been provided (prompt pacemaker replacement). A re-intervention had been accordingly scheduled on (B)(6) 2015.

Manufacturer narrative:
Preliminary expertise of the returned device showed a failure of the ram integrated circuit.

Event description:
It was reported that the pacemaker was implanted on (B)(6) 2015. Afterwards, pacemaker could reportedly not be interrogated with the programmer. Device was found in standby mode. Patient care recommendations have been provided (prompt pacemaker replacement). A re-intervention had been accordingly scheduled on (B)(6) 2015.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pacemaker was implanted on (B)(6) 2015. Afterwards, pacemaker could reportedly not be interrogated with the programmer. Device was found in standby mode. Patient care recommendations have been provided (prompt pacemaker replacement). A re-intervention had been accordingly scheduled on (B)(6) 2015.

Event description:
It was reported that the pacemaker was implanted on (B)(6) 2015. Afterwards, pacemaker could reportedly not be interrogated with the programmer. Device was found in standby mode. Patient care recommendations have been provided (prompt pacemaker replacement). A re-intervention had been accordingly scheduled on (B)(6) 2015.

Event description:
It was reported that the pacemaker was implanted on (B)(6) 2015. Afterwards, pacemaker could reportedly not be interrogated with the programmer. Device was found in standby mode. Patient care recommendations have been provided (prompt pacemaker replacement). A re-intervention had been accordingly scheduled on (B)(6) 2015.